Event description:
Customer obtained error code of 1079 invalid test result. When sample was run at 1:200 dilution a result of 0 mlu/ml was received. Customer obtained a result of 21.4 mlu/ml and reported to physician. Physician states this is a possible molar pregnancy after an ultrasound was performed. Specimen was sent out for confirmation and result was 8,936,800mlu/ml.